Event description:
It was reported that there was a power source alert in the pump history, and the issue involved charging the pump. No adverse impact to the customer's blood glucose level was mentioned. The customer was instructed to plug the wall adapter into a known working outlet and wait for at least 30 minutes. After doing so, the pump began charging, and no further assistance was required.